Event description:
Medtronic received information that approximately eighteen years and eight months following the implant of a carpentier-edwards surgical valve, a transcatheter bioprosthetic valve was implanted. The failure mechanism of the carpentier-edwards valve included degeneration, stenosis and moderate central aortic regurgitation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).